Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6)2019 that spaceoar was implanted by the radiation oncologist during a spaceoar implant procedure between the prostate and rectum performed on an unknown date. Reportedly, the procedure was performed under local anesthesia with sedation. According to the complainant, during procedure, the hydrogel was not visible on the ultrasound image during injection. The physician suspected that the gel may have entered into the vein. As of (B)(6) 2019, the patients condition was reported to be no symptoms.